Event description:
It was reported that the user experienced a blood glucose of 350 while using the ilet and contacted support; they did not attribute the elevation to dinner, were advised to consider a supply change if levels remained high, and the glucose returned to range within an hour without a supply change, leaving the cause unclear. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to implicate a device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.